Event description:
It was reported that outside the surgery the unit was running rough. The motor speed was inconsistent. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.